Event description:
Customer reportedly received result of 199 mg/dl on the advantage system while using comfort curve test strips and result of 105 mg/dl on the aviva system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
This medwatch report is for the suspect device used in the advantage system (lot number 551398, expiration date 11/30/2011). Reference medwatch report with patient identifier (B)(6) for the suspect device used in the aviva system.